Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 1 year post-implant, an increase in pump power was noted and an echo revealed that the flow had decreased. Hemolysis parameters were also noted to have increased. A decision was made to exchange the pump two days later.